Event description:
It was reported that an ilet user received repeated ¿unable to proceed¿ alerts and could not complete rewinding or tubing fill despite multiple restarts, consistent with a motor stall alert following priming and rewinding and an insulin delivery occlusion concern for the pump hardware. Investigation included technical troubleshooting and user education performed remotely. Further investigation of this case revealed the issue persisted after restarts and dry-run attempts, indicating the pump could not proceed to deliver insulin. No user reported clinical symptoms or adverse clinical effects during the event. Outcomes included the user transitioning to backup therapy and continuing cgm use while awaiting a replacement device. It was concluded that, based on previously established findings for similar reports, the device exhibited a motor stall that prevented insulin delivery, and replacement was arranged while the user continued on backup therapy.